Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a high inr result from their coaguchek xs meter serial number (B)(4) compared to the doctor's coaguchek xs pro meter (serial number not provided). This medwatch will cover the strip lot used on the customer's meter, lot 35349723. Refer to the medwatch with patient identifier (B)(6) for information on the unknown strip lot used on the doctor's meter. The result from the customer's meter was 3.9 inr. Within 7 hours the result from the doctor's meter was 2.7 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The result from the doctor's meter was believed to be correct. There was no allegation of an adverse event. The customer does not have hematocrit concerns, is not on heparin therapy, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is not on new medications, has had no changes in diet, has had no new illnesses, and there has been no unusual bleeding or bruising. The customer's warfarin dosage has been varied as they are still trying to stabilize the customer's inr. The meters and strip have been requested for return. The customer has received replacement products.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.